Event description:
The report indicated that the male luer end of the primary tubing set was connected to a clave connector, which was attached to a groshong PICC. It was reported that the "male end and collar" of primary tubing set disconnected from the clave connector while infusing normal saline at a flow rate of 100 ml/hr for approx 10 hours. No other medications were being infused. Reportedly, "when attempt made to reconnect, collar would not stay in place and male tip would disconnect despite using proper technique of pushing in a 1/4 turn." The hydration fluid was resumed after an unspecified time using a new primary tubing set and a new clave connector. There were no reports of missed doses, blood loss, backflow or entry of air. There were no reported adverse effects to the pt and no delay of critical therapy. Though requested, no add'l info was provided.